Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic removal of pelvic mass and adhesiolysis, the device's jaws just jammed up and were unable to open. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found tissue in the jaws. The device was received with tissue stuck in the jaws, which prevented the jaws from opening. The jaws opened when slight forward pressure was applied to the handle. Afterwards, the jaws opened and closed normally using the handle. The device was activated on a saline soaked towel with acceptable results and a visual seal effect was observed. No further sticking occurred. The investigation identified the root cause of the reported event to be user error. The instructions for use(IFU) states to minimize tissue sticking: keep the jaws of the instrument clean at all times, clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. If information is provided in the future, a supplemental report will be issued.